Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2013-05488. It was reported the patient's scs system was explanted due to it not performing as intended since it was implanted. Per the manufacturer's device record database, the lead was replaced (with a different model) on (B)(6) 2013. The (different model) replacement ipg was implanted on (B)(6) 2013.